Manufacturer narrative:
(B)(4). Device repaired and returned.

Event description:
Original report: unit failed on field. Follow up report: 'attempted to use CPAP on a ctas 1 call. CPAP did not function. Attempted to try different o2 ports in unit and on portable bottles with no change. Also post call tried CPAP in different ambulance no change. Change to pt lines with no change. This caused issues with pt care.'